Event description:
Boston scientific received information that this patient's home monitoring system detected a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. At this time, information suggests this system remains in service and further information has been requested from the field representative.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative that the patient was evaluated in the office. It was determined that the patient had an unrelated device surgery at the time the daily measurement was taken. All lead measurements in the clinic were stable and no noise was seen on the lead. The patient will continue to be monitored and this system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--